Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl while wearing the pod 48 hours. Symptoms reported included vomiting, feeling nauseous and dry mouth. The patient was treated with four liters of fluid, glucose (sugar water) drip and a potassium drip. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent the pod was removed at the hospital and discarded. The patient was released (B)(6) 2026.